Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm and pump error 40 alarm is found in the downloaded history files due to software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify unexpected battery power loss due to critical pump error (open book image) alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer replaced the battery and the insulin pump did not respond. The insulin pump was without a battery for 1 hour. They inserted a whole new battery but still there was no response. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.